Event description:
The shunt was implanted in 1997 and revised on 2/15/1999. A CT showed breakage of peritoneal catheter and enlarged ventricle, which caused a headache. The catheter appeared to be broken at the site of the peritoneal incision (at the rib). No observation of calcification or deterioration was found. The product is most probably the peritoneal catheter of the csf ultra small shunt kit.